Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the rad gain and fluoro gain message of the imaging system stated that it was (B)(6) days overdue. The site reported that the gain calibrations had been performed but the message was not updating the system after the calibrations were complete. The medtronic representative attempted to perform the gain calibrations on the system and was able to pass the fluoro calibration but not rad gain. It was determined that the imaging system needed to be replaced. The system was replaced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the 3d spins were blacked out and no anatomy was visible. The surgeon used an alternative imaging system for the surgery and discontinued use of navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.